Manufacturer narrative:
Product analysis: analysis was able to confirm the reported calibration issue with the stylus. The connection between the printed circuit board (pcb) and the overlay was reseated and the stylus was calibrated. The hard drive was reconfigured, and the software was reloaded and updated. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer stylus was not calibrating. The stylus was calibrated with the screen several times but the issue was still not resolved. The user noted that the programmer was very difficult to use. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.